Event description:
Report received with returned product that device was explated due to infection and wound dehiscence. Device was returned to MFR for analysis. F/u letter will be sent to health care provider for further info on this reported event.